Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 093-33 lot# va06gmu, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that, while stimulation is turned on, the patient was feeling a shocking or jolting sensation. It was noted that when the patient gets up out of a chair, she gets a shock/jolt. It was also noted that this started immediately after implant; because of this issue, the patient has not adjusted stimulation and the implanted device is not helping with urinary symptoms, except a little. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).